Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr verified the reported issue and found that the exhalation flow transducer calibration failed. The fsr replaced the main board and completed a preventative maintenance. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator alarmed "xdcr fault." It is unknown if there was patient involvement associated with this reported issue.